Event description:
It was reported that patient underwent reverse shoulder arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6), 2012, due to fracture of the post from the femoral tray.

Manufacturer narrative:
Implanted date - implanted date unknown. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The product identification necessary to review manufacturing history was not provided. Humeral tray and bearing were received still assembled, and no attempt to separate them was made. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device was inconclusive.